Event description:
Device analysis laboratory reported "this record was created to capture de information related to device lot number (B)(6) brest implant received at the lab on (B)(6) 2026". This record is for the right side. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).